Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® quikheel¿ lancet contained sticky foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd microtainer quikheel lancet contained sticky foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed to be excess silicone that is a component of the product. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the indicated failure mode. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. A review of the retention material for this incident lot number indicated no issues. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Medical grade silicone is a component of the product that is used to facilitate the activation of the lancet blade. In the current case, excess silicone was present on the product and as a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.